Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the battery cap yellow o-ring was missing, and the battery compartment was damaged. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-oct-2019 with the following findings: a review of the pump black box data indicated frequent low battery warnings. During testing, the pump current draws measured within specifications. A visual inspection revealed a crack in the battery compartment with corrosion inside the compartment. Leak testing revealed a battery compartment leak. The pump was opened and no further evidence of moisture was found. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.